Manufacturer narrative:
(B)(4). Supplemental submitted for new information received. Upon receipt of new information it was determined that conclusion code and patient code (B)(4) no longer apply to the event.

Event description:
Additional information received from the manufacturer representative reported that the revision occurred to reposition the battery as it was sticking out a little bit.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer reported there was a revision due to infection. All the patient knew was that there was an infection shortly after implant and the device had to be re-implanted. There was a confirmed infection at the implantable neurostimulator (ins) site. Later, the healthcare provider reported no infection was found. Relevant medical history included spinal pain.